Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 brand name updated, d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty relay on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was taken out of service and the customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed "defib fault 72", "pacer fault 115", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.